Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a broken shaft occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, the user did not fully deflate the balloon and encountered difficulty in removing the balloon protector from the balloon. It was then noted that a broken shaft occurred near the guidewire exit port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Negative pressure could not be applied to remove air from the balloon as the shaft had detached at the guidewire exit port. However, the balloon protector was able to be removed from the device without issue. The internal diameter of the balloon protector was analyzed and no issues were noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The shaft polymer extrusion was broken at the guidewire access port. There was evidence of material resistance at both break sites. The midshaft stretched for 2 mm. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. There were multiple hypotube kinks and inner/outer polymer shaft kinks noted along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the balloon is to be fully deflated using a syringe prior to removing the balloon protector from the device." (B)(4).

Event description:
It was reported that a broken shaft occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During preparation, the user did not fully deflate the balloon and encountered difficulty in removing the balloon protector from the balloon. It was then noted that a broken shaft occurred near the guidewire exit port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.